Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that a pyxis communication error had occurred on multiple cubies, and the devices were not detected on the bus. The customer was experiencing difficulty recovering the drawer. A field service engineer (fse) found that auxiliary drawer half height was not detected on the bus. The fse verified the errors on the screen, reseated the half height pmc cables, and restarted the system. After the restart, no errors were observed. The device was tested using hardware test application, and the pharmacy technician confirmed successful operation with no further issues reported. The system functioned as intended after the field service engineer repaired the device.